Event description:
There was an allegation of a questionable creatinine jaff gen.2 result from the cobas 8000 c702 module. The initial result was 1.54 ng/dl, and the repeat result from another c702 analyzer was 2.56 ng/dl. The repeat result of 2.56 ng/dl was deemed to be correct. The initial result was repeated because it was questioned by the doctor because it didn't match the patient's history.

Manufacturer narrative:
The creatinine jaff gen.2 reagent lot number is 85556601, and the expiration date is 31-oct-2026. A field service engineer (fse) determined that the cause was insufficient vacuum. The fse replaced the rinse tube, vacuum diaphragms, air pump valves, probes, and lubricated the syringe mechanism. He verified the instrument by performing precision testing that passed. The investigation determined that the service action resolved the issue.